Manufacturer narrative:
(B)(4). The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was being hospitalized for non-device related reasons. While the patient was lying in bed, he received an inappropriate shock due to oversensing. X-rays and a memory download was sent to boston scientific technical services (ts) for evaluation. It was also reported that this patient has a left ventricular assist device (lvad) implanted. A ts consultant reviewed the data and discussed that there were two episodes recently recorded. In both episodes, there were abrupt changes in the patient's morphology were observed, causing the qrs signals to become smaller and wider. This resulted in t-wave oversensing and subsequent inappropriate therapy. There was no noise observed in the episodes or any evidence that the lvad was interacting with s-ICD sensing. As a lateral x-ray was not provided, a true evaluation of correct positioning could not be performed but there is nothing in the data that suggests the system position is an issue. Additional testing and troubleshooting was discussed. No adverse patient effects were reported.